Manufacturer narrative:
H6: investigation: the complaint was created for false positive results when using the kit flu veritor system 30 test japan (material #: 256052 batch: unknown). Customer reports false positive for with veritor flu kit. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. No lot number was documented in the submission of this complaint; therefore no batch history record review and retention kits examination could be performed. The complaint samples were not provided by the customer and no return sample analysis could be performed. Bd cannot confirm the complaint based on the investigation that was performed. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. Bd cannot confirm the false positive complaint based on the investigation that was performed. Bd quality will continue to monitor for trends. H3 other text: see h10.

Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Confirmatory testing was performed and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter, translated from japanese to english: this is a report about flu a false positive suspected with veritor flu kit. According to the customer's report, assays gave false positive (a+) for several cases in a row with the reagent from the same lot and a product defect was thus suspected. The customer tested the sample with another poc test from another company and it stated "negative". Lot # of the kit is unknown and lot # of the affected component is 9172964.

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Confirmatory testing was performed and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about flu a false positive suspected with veritor flu kit. According to the customer's report, assays gave false positive (a+) for several cases in a row with the reagent from the same lot and a product defect was thus suspected. The customer tested the sample with another poc test from another company and it stated "negative". Lot # of the kit is unknown and lot # of the affected component is 9172964.